Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips remote service engineer (rse) analyzed the system and confirmed that the device was unable to perform exposure and save the image. Customer contacted to third party to repair the device. Third party service engineer found that hard disk error. Third party service engineer replaced the hard disk. After replacement of the hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code was corrected.

Event description:
It has been reported to philips that the device was unable to perform exposure and save the image. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has stated an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips remote service engineer (rse) analyzed the system and confirmed that the device was unable to perform exposure and save the image. Customer contacted to third party to repair the device. Third party service engineer found that hard disk error. Third party service engineer replaced the hard disk. After replacement of the hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code was corrected. The manufacture date, reporting address line 1 and the reporting address city have been updated.